Event description:
It was reported that the customer dropped the pump and the pump touch screen was shattered. Reportedly, the pump was still functional and the customer's blood glucose level was not impacted. This event is being reported based on the evaluation of the returned device. During evaluation, it was confirmed that the touch screen was unresponsive.

Event description:
It was reported that a power warning was received when attempting to upload the pump data. This event is being reported based on the evaluation of the returned device. During evaluation, it was confirmed that the usb port pins were damaged.